Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at maximum output during implant, at testing with pacing system analyzer (psa). The patient was having external pacing at the same time as the patient is pacing dependent. The physician decided to reposition the rv lead but the same situation was observed. At the end the doctor accepts to program the lower parameters in the external pacing, and the threshold decrease, but when the rv lead was connected to the pacemaker ventricular threshold became acceptable. Different reasons were discussed as the origin for the observed behavior. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.